Event description:
Related manufacturer reference number: 2017865-2022-45036. It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited failure to capture, low pacing impedance, failure to sense, and break. The lead was explanted and replaced. During pulse generator and right atrial lead exchange procedure, it was noted that the right ventricular lead exhibited failure to sense, r-wave amplitude variation and break. The lead was explanted and replaced during the procedure. The patient was stable in condition.